Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to g2. The device was returned to olympus for inspection, the device displayed an error e222 code and the customer's complaint was confirmed. Additionally, the repair center found the remote switch was abnormal, chip ID - no data transmission, the cable was perforated, cable leak, and there was no white balance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e222 / communication failure was due to a contact failure (corrosion/dirt/foreign material on the electrical contact) of the video connector. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the communication failure was discovered during preparation for use of a therapeutic laparoscopic cholecystectomy procedure. The patient was under general anesthesia and the procedure was delayed 10-15 minutes. The procedure was completed.

Event description:
The customer reported to olympus, tests were carried out at the time of preparation for use for a procedure to detect if there was communication issue between the camera control unit and the camera head. The camera head did not produce an image. The device was replaced. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was not returned as yet. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.